Event description:
The ins only lasted 9-10 months while the previous ins lasted four years at essentially the same settings. The ins was replaced. The patient recovered without sequelae. The device settings were: left hemisphere, 2-, 3+, 60 pw, 185 hz, 3.3v; right hemisphere, 6+, 5-, 60 pw, 185 hz, 4.4v.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.